Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was urinary incontinence with bladder neck hypermobility, not responsive to conservative clinical management. The procedure performed was a suburethral sling procedure and cystoscopy. The preoperative diagnosis was urinary bladder discomfort with urinary incontinence, normal clinical investigation. The postoperative diagnosis was urinary bladder discomfort with urinary incontinence, normal clinical investigation, interstitial cystitis and report on urine cytology, analysis, and c <(>&<)>s. The procedure performed was a video cystoscopy, catheterized urine for cytology, analysis and culture and sensitivity, and bladder distention for interstitial cystitis check. The patient returned for an office visit on (B)(6) 2010 for urinary incontinence. The patient returned for an office visit on (B)(6) 2014 for overactive bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.